Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.